Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that during a heparin infusion the heparin infused faster than expected. The patient was held for increased monitoring; no ill effects or harm was reported. After the event, the device was evaluated and a broken platen assembly was found. The customer requested an event log review to review user programming and the occurrence of alarms.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a heparin overinfusion with failure to alarm was not confirmed. The pcu event log shows that at 8:43 am on (B)(6) 2017 the pump module was programmed to infuse heparin (acs) weight >= 84kg 25000unit in 500ml at 28.3ml/hr (dose = 12unit/kg/hr). The infusion ran until 10:23 am when the user changed the dose to 8.5unit/kg/hr, which made the rate 20ml/hr. The infusion continued until 10:30 am, when the user paused the infusion, and opened the door and flo stop. The device was then removed from the system. The volume recorded as being infused during this period was 48.845ml. Visual inspection of the pump module revealed a broken platen that was damaged at both the upper and lower hinges. Functional testing found the pump module to be delivering fluid out of specification, however the device was underinfusing rather than overinfusing. The overinfusion was not confirmed or replicated however a platen broken at the upper and lower hinges can cause intermittent unregulated flow depending on how the platen is seated when the door is closed.

Event description:
The customer reported that a primary infusion of heparin 25,000 units/500 ml ½ normal saline (50 units per ml) was started at 8:45 am to infuse at 12 units/hr, and approximately 450 ml infused faster than expected. After the event, the patient was monitored and lab work (coagulation and heparin assay) was periodically drawn 7 times, however no medications were provided, and no patient ill effects were observed. The hospital biomed evaluated the device, found a broken platen assembly, and took photos.